Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient had not used the device for about 1.5 years. The patient asked how to use her device again and also requested a manufacturing representative (rep) to help assist her. She was using a catheter, but the catheter came out and mentioned that it had gotten worse. She used a catheter at night and wanted to use the device for control during the daytime. She ¿needs it badly.¿ the patient started experiencing symptoms in 2015.

Event description:
Additional information was received from the patient and it was reported that the patient had stopped using the device and had a catheter put in and changed every 30 days. The patient reported that this stopped about a year ago and this was why she was back to trying to use the device. The patient reported that it worked for them once and prayed it did again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.